Manufacturer narrative:
Date of report :06/05/2019, date rec¿d by MFR : 06/14/2019. Failure analysis on the returned touch screen shows that the touch screen failure confirmed. Resistance out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. The field service engineer (fse) evaluated the device. The reported condition was verified. The fse replaced the touchscreen to resolved the issue. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported that the ventilator had a faulty touchscreen. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.